Manufacturer narrative:
Additional information : upon follow up it was reported that the patient was hospitalized for the peritonitis event and was treated with an unspecified drug (dose, route and frequency was not reported) which was added into dianeal solution. The cause of peritonitis was unknown. At the time of this report, the patient was recovering from the event and was still hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The treatment administered for the event was unknown. At the time of this report, the patient has not recovered from the event. Pd therapy was continued during the treatment. No additional information was provided as the reporter declined follow up.